Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cable was damaged and the needle bearing was loose causing the loss of power. The device was repaired and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during cadaver retrieval there was lack of power to the blade. No additional information available. An alternate device was used to finish the procedure. No adverse event was reported as a result of this malfunction since there was no live patient involved.